Event description:
An increase in line related infections was noted in pediatric hematology oncology pts in 10/95 the introduction of the needleless system the previous month was the only apparent new factor in the pts' care. Hosp ceased using the product; preliminary data shows that infection rates have returned to baseline. An add'l safety concern was that children were removing the blue end cap and putting it in their mouths. The adult inpatient rate of line related infections rose from an average of 7 per month in january to june 1995 to an average of 14 per month in july through october, 1995. The introduction of the needleless system was the only apparent new factor in the pts' care and had been introduced in july of 1995. Ceased using the product.